Event description:
It is reported that the device was implanted in 2000. Revision surgery occurred in 2008, due to bushing exchange. Exact implant and explant dates are not known.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no part numbers or lot numbers were provided. Unable to determine cause of revision. Because no product or product info has been supplied, cause cannot be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.